Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call air bubbles anomaly. Customer advised they had air bubbles in their reservoir. Customer advised little air bubbles were down by the o-rings and they were unable to get them out and had to dispose of the reservoir. Customer advised they will call back to provide additional information when they get home.